Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: a review of the black box data showed an unconfirmed replace battery alarm on (B)(6) 2015. The unconfirmed alarm completed discharged the battery and the pump then continuously rebooted. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was undamaged and was able to fully tighten on to the pump. The battery cap contact dimensions measured within specifications. The pump powered on normally and was then exercised for 24 hours with no power issues. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.